Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation as no images or product were provided. A specific cause for the reported outflow graft kink could not conclusively be determined through this evaluation. Additionally, low flow events were confirmed through the analysis of the submitted log files, and the account attributed them and the reported elevated ldh to the kinked outflow graft. The submitted controller event log files contained data from 13feb2020 through 15feb2020. These log files captured 44 low flow hazard alarms, when calculated flow dropped as low as 2.1 lpm, below the low flow threshold of 2.5 lpm. Of note, the log files also captured numerous pi events and average pi was slightly elevated during some low flow events. Low flow hazard alarms were also captured in a controller periodic log file on 13feb2020 and low flow values were captured in an lvad periodic log file as well. No other atypical alarms or events were captured. The actual speed remained at or above the low speed limit throughout the submitted log files and the pump appeared to be functioning as intended. A correlation between the log file findings, the suspected outflow graft distortion, and the device could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. Failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow. In addition, this document outlines all pump parameters and provides information regarding the assessment of pump flow. The IFU also outlines all system controller alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported by the vad coordinator that the patient was inpatient with new onset increased ldh up to 1500 and correlating low flows. During the analysis of the event log we observed low flows with high pi readings which seem to be physiological in nature. While there may be a number of possible reasons for this, it seems two common reasons are hypertension or hypovolemia. There were no other unusual events seen within the log file. The device was operating as intended. The cause of the elevated ldh and the low flow alarms was identified as a kinked outflow graft. The elevated ldh and low flow alarms resolved after surgical revision. Patient had heart failure symptoms. Patient status improved after surgical revision.